Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 9197430. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately, a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced the catheter backing out of the vein. The following information was provided by the initial reporter: when the patient was intravenous infusion, the fixed intravenous indwelling needle had slipped off, and the indwelling needle was replaced again. The patient's intravenous infusion is about to end, the indwelling needle falls off, the nurse can come and extubate. Because the patient's expression is not clear, cannot know the reason of fall off. Suspected patient activity as a result.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced the catheter backing out of the vein. The following information was provided by the initial reporter: when the patient was intravenous infusion, the fixed intravenous indwelling needle had slipped off, and the indwelling needle was replaced again. The patient's intravenous infusion is about to end, the indwelling needle falls off, the nurse can come and extubate. Because the patient's expression is not clear, cannot know the reason of fall off. Suspected patient activity as a result